Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD currently remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this patient has elected not to have their ICD replaced, as the patient is currently in hospice care. No adverse patient effects were reported.